Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
The patient experienced a pneumothorax following a superdimension enb procedure. The patient required treatment with a chest tube and was hospitalized overnight. The physician is uncertain of the cause of the pneumothorax. The patient also experienced urinary retention and was discharged to home with an indwelling urinary catheter.